Manufacturer narrative:
An ez way safety technician was sent to (B)(6) on (B)(6) 2016. The safety technician inspected the lift and found that the bolt which attaches the load cell to the lift boom had unscrewed allowing the hanger bar to fall. During manufacture, this part is assembled with a double safety precaution which is thread locking adhesive on the bolt threads as well as a roll pin driven through the bolt after assembly to prevent it from coming out of the load cell. Upon close examination of the hanger bar, we determined that the load cell which was assembled on the hanger bar was not a unit that was sold by ez way. We concluded this because the load cell was a brand that we do not sell nor have we ever sold that brand in the past. We are not certain how this load cell came to be installed on the ez lift, a repair had to be conducted by someone other than ez way. According to the facility administrator (B)(6) she knows who (another company) worked on it and would not let the ez way safety technician do the propper repairs on the unit. Also pictures were taken of the load cell and unit.

Event description:
Two cna's were transferring a patient from a bed to a wheelchair and during the transfer the main hanger came apart. Both the patient and the hanger bar went to the floor. The patient was sent to the ER to be evaluated for injury and she was uninjured.